Event description:
It was reported by the customer that the paramedics were dispatched due to low blood glucose on (B)(6) 2021 and customer was treated with dextrose intravenous and food and blood glucose level went to 144 mg/dl and then customer taken to hospital. Customer did not use sensor uses and was not wearing at the time of incident so auto mode feature can not be active at the time of event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The hospitalization and auto mode information has been updated which was not included in initial report. The information has been provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced low blood glucose level. Customer's blood glucose value was 36 mg/dl at the time of the incident. Customer¿s blood glucose level was 137 mg/dl at the time of call. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer was assisted with adjusting the basal rate on their insulin pump. The device will not be returned for analysis.